Event description:
It was reported that a pt underwent generator revision surgery due to experiencing "shocks". Review of the pt's programming history available in the in house database indicate that the pt's device may be at end of service however this info is based off limited programming history and may not accurately reflect battery life longevity. Good faith attempts to obtain additional info as well as the explanted device for product analysis have been unsuccessful to date.